Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05042. Related manufacturer report number: 2017865-2020-05044. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Analysis found that a partial lead (connector end) was returned in one piece measuring 20.5cm. Failure event observed during analysis. Final analysis found full breach insulation degradation adjacent to the connector boot at 5.0cm from the connector pin.